Event description:
The customer reported that their device was showing all three icons (attention, service, and charge-pak) and would not power on. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control further evaluated the device and determined that the cause of the reported failure was due to an electronically leaky capacitor, designator c177 from the analog pcb assembly.